Manufacturer narrative:
(B)(4). The pump passed self test and displacement test. No unexpected hardware low level failure alarms noted during testing however, hardware low level failure alarm (variable 3) is confirmed in the downloaded history file due to broken pin 6 (sda) trace at u1 on the keypad assembly. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. The troubleshooting was performed for the pump error alarm. Customer was able to clear the alarm. Customer was able to complete insulin pump rewind. Self test was performed and it was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.